Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") and autoimmune disorder ("have other autoimmune symptoms") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure. The reporter commented: essure removed on (B)(6). Pcp thinks she has lupus. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, autoimmune disorder". Amendment: the report was amended on 13-feb-2019 for the following reason: significant change done. Evaluation codes added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") and autoimmune disorder ("have other autoimmune symptoms") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure. The reporter commented: essure removed on (B)(6). Pcp thinks she has lupus. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, autoimmune disorder. " incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.